Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found errors with the photo multiplier tube (pmt). The cse replaced the luminometer assembly and calibrated all assays. The cse also found a clog in waste vacuum fitting 1, which was then replaced. The cse ran quality control (qc), resulting within range. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting (B)(6). It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
The initial MDR 2432235-2017-00059 was filed on february 7, 2017. Additional information (02/10/2017): a siemens headquarter support center (hsc) specialist evaluated the service intervention conducted by the cse which described that the photomultiplier tube (pmt) and photo counter board (pcb) were replaced to resolve pmt issues causing signal errors. In addition to the pmt replacement, waste vacuum fitting #1 was partially occluded and affecting wash aspiration at the wash separation manifold. The occlusion at waste fitting #1 caused a poor aspiration particularly at aspirate probe #1 which is utilized during the assay sequence for hbsag ii. If the wash aspiration is poor at the aspirate probe then there is a potential to affect whether a sample result reports out as reactive instead of non-reactive. Hsc stated that the occluded waste fitting #1 would contribute to the discordant results, whereas the failing pmt which would typically report signal errors.